Event description:
The device was returned to manufacturer for investigation. It was confirmed that the device malfunctioned. The cause of the customers complaint is a melted usb-c port.

Manufacturer narrative:
The device was returned to manufacturer for investigation. It was confirmed that the device malfunctioned. The cause of the customers complaint is a melted usb-c port.

Manufacturer narrative:
B3: the event date is approximate. Device evaluation anticipated but not yet begun.

Event description:
A consumer reported that a philips cordless power flosser 3000 caught on fire. No injury or property damage was reported.